Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application and patient connector repeatedly cycled between connected and disconnected states. It was noted that at the start of the session, all components connected successfully; however, once the system attempted to connect to the implantable device, intermittent connectivity began, with white dotted lines visible on the electrograms (egm) indicating unstable telemetry. Troubleshooting steps were taken to include ending the session and attempting reconnection; however, the issue persisted. Ultimately, the session was ended, and interrogation was successfully achieved only after switching to a completely different mobile programmer application and patient connector. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.5.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application and patient connector had intermittent connectivity was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.